Event description:
Initial info received from the surgeon indicated the pt's death was not valve related. Event info shows the valve was retrieved 76 months after implat due to aortic insufficiency and cuspal tear. Product inspection at explant noted pannus overgrowth. Pt initially came off bypass without complication but subsequently could not be stabilized; the surgeon indicated the cause could be aneurismal. Add'l info received from the surgeon in 2005 alleges the product replacement caused or contributed to the pt's death.